Manufacturer narrative:
Additional information was received from the customer stating that information on whether the patient required a transfusion because of the leak could not be obtained. More information on the damage to the cannula could not be obtained. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for damage to the cannula body at the robert's clamp site. Visual inspection of the returned device verified there was damage to the cannula body tubing in the location of the robert¿s clamp. Additional inspection of the area observed two white marks 90 degrees apart and the appearance of holes in both spots. It is unknown what may have caused this occurrence; however, the issue could have been caused by clamping the cannula body with the introducer still inserted into the cannula. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis confirms reason for return. Visual inspection of the used device shows evidence of damage. Performance analysis: a syringe filled with di water was connected to the device and when engaged there was a leak from the damaged area. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a gundry silicone rcsp cannula, the customer reported a blood leak from the clamp part. The cannula was damaged at the clamped site. The device was replaced to complete the procedure. The customer stated that there was no health injury to the patient as a result of this issue. The patient outcome was reported as unknown. The amount of blood that was lost (in ml), was requested but it is unknown.